Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio2 meter displayed inaccurately high results compared to both another meter and to the patient¿s feelings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter started to read inaccurately approximately one month prior to contacting lfs, when the patient¿s son tested the patient¿s blood glucose level and obtained an alleged inaccurately high result of ¿120 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that prior to obtaining the alleged inaccurate result, the patient had developed symptoms of ¿shivering, incoherent thought and speech and breathing heavily¿. The reporter stated that he called an ambulance and approximately 15-20 minutes after developing the symptoms, a blood glucose result of ¿40 mg/dl¿ was obtained on the ambulance meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter indicated that the patient was treated with IV glucose by the emergency medical services. During troubleshooting, it was established that the patient¿s test strips had been stored correctly, the test strips were within expiry date and the test strip vial was not cracked or broken. The reporter confirmed that the meter had been set to the correct unit of measure at the time of the tests. The reporter also confirmed that an approved sample site had been used to obtain the blood samples. The cca walked the reporter through a control solution test and the result was in range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Although the patient¿s reported symptoms occurred prior to obtaining the alleged inaccurate result, the lfs products cannot be ruled out as possibly causing or contributing to this injury.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.